Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to login. A technical support specialist (tss) checked the server for the affected account and based on the screenshot, found two accounts with the same name but different domains. Since only the "priv" domain account needs to remain active, advised deleting the "local" account, which is already set to inactive. Also recommended confirming with the it department to ensure only the "priv" account stays active. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user was unable to log in. The system prompted for server information and displayed a multiple ids message. User (B)(6) must select a domain before logged in and was currently unable to access patient profiles. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.